Event description:
It was reported that during a wedge resection of lung procedure, the devices delivered incomplete staple lines. Operating time was extended significantly, it was not reported how the procedure was completed or the patient consequence.